Event description:
It was reported that the customer experienced difficulty charging the pump. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.